Event description:
It was reported to philips that system displayed a blue screen and would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a blue screen and would not boot up. Review of the system log files showed the host-pc did not startup in the previous system start. Upon troubleshooting, fse moved the sata connection one slot over and placed hard disk drive (hdd) in another slot. The system boots after these changes but fse found broken standoff connection at the end table connections for the geometry module. To resolve the issue, fse replaced the host pc and hdd, loaded operating software disk and application disks. The defective host pc was returned to philips for failure analysis, the cause of the failure was found to be wrong software/firmware. After replacement, the system returned to use in good working condition. The codes were updated based on the investigation outcome.